Event description:
It was reported that during a laparoscopic left hemi-colectomy procedure, the device worked fine until the fifth reload. At that point, the device cut but did not staple the entire length. There was no problem with the firing and no noise. The fourth firing was over other staple lines. It is the first mm of the staple line that did not seem to hold. The physician had to oversew. One of the drivers fell in the patient's abdomen, but was easily retrieved with no time delay. The patient would have normally stayed in the hospital three days following surgery. However, they decided to keep the patient one extra day to be sure he was ok. On the fourth day, the patient was found to have peritonitis and was brought back to the or. It was found that the staple line had opened. Part of the ileum was resected and the anastomosis was recreated. In 2008, the patient was found to have an abscess and was once again brought back to the or. During this surgery, the patient's gallbladder was removed, the anastomosis resected and a permanent colostomy was put in place. In addition, the patient developed temporary renal failure for a short period of time. The patient has remained in hospital since the third surgery, but is reported to be doing well.

Manufacturer narrative:
Date sent: 01/30/2009. Eval summary: the analysis results found that the device was received in good visual condition and with no cartridge loaded in the device. However, one cartridge was received inside the bag void of staples and in good visual conditions. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.